Event description:
User facility medwatch report #0504410000-2002-0004 reports pt undergoing right microvascular decompression of the right trigeminal. After making the burr hole, the perforator was noted to have continued into the dura instead of stopping automatically. Pt sustained dural laceration and laceration of the wall of the transverse sinus.